Event description:
Customer's family member reported that they found pt unable to speak. Customer was tested by family member with the freestyle meter and received a reading in the low hundreds, reported as 110 mg/dl. The paramedics were called, who transported the customer to the hospital. The hospital received a reading of 35 mg/dl with an unk brand meter. The customer was treated with glucose intravenously.